Event description:
Analysis was performed on the generator. Heart beat sensitivity setting 4 (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the (B)(4) lab showed sense delay starts (sense drop out, no load condition) of 29.0 seconds with a no load condition and 22.6 seconds with a 2k load condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests including: r2 verification, supply current 2ma/normal, supply current off, supply current off sense, and trim diag on current. The pulse generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the heartbeat detection algorithm until heartbeat synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of, undersensing delayed/intermittent heartbeat verification, may have been verified. Remaining residual material on the pcba edge after the 'test tab' removal manufacturing process may have been the contributing factor for the reported allegation of "undersensing delayed/intermittent heartbeat verification."

Manufacturer narrative:
(B)(4).

Event description:
During the replacement of the generator, the physician was unable to confirm hr verification during the verification process so they had attempted various troubleshooting steps. He attempted heartbeat detection at all 5 settings twice but was unable to get the heartbeat and only got question marks. Interrogation was successful and the programming system was not suspected to have caused any issues. Diagnostics were performed with no issue (around 2100 ohms), however pre-op testing was not done to confirm the appropriate location for the generator. The importance of the pre-surgical evaluation prior to surgery was discussed with the surgeon. The surgeon was able to move the generator around some in the pocket, but noted the generator was closer to the midline than an axillary position. He also said that he went through every sensitivity with no success and was only getting question marks at that the time. He then decided to replace the device with another model 106 generator and the heartbeat verification was successful with this device with no significant efforts. The suspect device was received on 07/06/2016. Analysis is underway but has not been completed to date. Additional relevant information has not been received to date.